Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% in-stent restenosed (isr) target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0 x 100, 75cm mustang¿ balloon catheter was advanced to perform dilatation inside the stent. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.